Event description:
A home pt (hp) contacted baxter's technical service center regarding a homechoice (hc) therapy and reported being overfilled with solution. Per initial report, baxter's technical service rep (tsr) assisted the customer during the initial contact. The hp requested assistance to do a manual drain at the end of therapy. The tsr assisted hp to do a manual drain. The drain volume was 3813 ml and the last volume infused was 2900 ml. The pt reported abdominal distension, abdominal discomfort and bloating. The device was returned to baxter for evaluation. The nurse was informed about the pt's symptoms. The nurse stated that the pt had not notified her regarding the overfill. However, the pt was seen in the clinic after the incident and was doing fine. There was no pt injury or medical intervention per the nurse.

Manufacturer narrative:
(B) (4).